Manufacturer narrative:
Tandem user guide states that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 147 mg/dl. Reportedly, customer uses cartridges for 4-5 days. Tandem technical support educated customer regarding cartridge/insulin labelling. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.